Manufacturer narrative:
The customer spins samples at 1885g for 10 minutes. The tube manufacturer is becton dickinson 7ml orange cap and the sample type is serum. The sample is not centrifuged before repeating. The cov2t assay is not being run in batch mode. The IFU states in the preparing the system section: "a daily cleaning procedure must be completed prior to and after your laboratory's batched testing for the atellica im cov2t assay." The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating. MDR 1219913-2020-00540 and MDR 1219913-2020-00541 were filed for additional patients tested on different dates by this customer, who does not run in batch mode.

Event description:
The customer obtained a reactive (positive) atellica im sars-cov-2 total (cov2t) result for a patient sample. The initial reactive (positive) result was considered discordant when compared to the nonreactive (negative) repeat results. The repeat nonreactive (negative) matched the clinical picture. There are no known reports of patient intervention or adverse health consequences due to the reactive atellica im cov2t result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00539 on november 20, 2020. November 30, 2020 additional information: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The atellica im sars-cov-2 total (cov2t) lot 035 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.